Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error alarms. The customer reported that the insulin pump was restarting and received a failed battery test alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump due to failed battery test alarm. The customer was unable to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.